Event description:
This is for FDA reporting purposes only [redacted] had a heartmate 3 lvad, serial number [redacted], implanted on [redacted]. The transplant was not due to a device related issue; the patient was adopted to [redacted] lvad program from [redacted] for a second opinion. During the transplant/lvad explant procedure, a kink in the outflow graft was noted as an incidental finding. Of note, patient was not implanted at our center. Patient¿s low flow alarm threshold was lowered to 2 at previous center due to symptomatic low flows. Unclear of what other workup was done. At the time of transplant, low flows had decreased but not resolved.